Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on this right ventricular (rv) channel. Upon review, it was noted that the impedance measurements were jumpy since few months now. The patient was seen in clinic and interrogated couple of months back for transcatheter aortic valve replacement (tavr) procedure. Technical services (ts) stated that it could be spring contact issue if noise was not able to be reproduce. The plan was to continue monitoring for the lead noise. This rv lead remains in service. No adverse patient effects were reported.